Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), headache ("other injuries/symptoms: headaches"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss") and migraine ("other injuries/symptoms: migraines") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, menorrhagia, vaginal discharge, headache, fatigue, alopecia, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date -(B)(6) 2005 and (B)(6) 2005. Plaintiffs received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia, vaginal discharge, fatigue, hair loss, weight gain, migraines, headaches, she did not undergo confirmation test. Reporter information, date of birth, essure removal date were added. Essure insertion date were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12268332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), headache ("other injuries/symptoms: headaches"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss") and migraine ("other injuries/symptoms: migraines") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, menorrhagia, vaginal discharge, headache, fatigue, alopecia, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2005 and (B)(6) 2005, (B)(6) 2005. Plaintiffs received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia. Lot number: 12268332 manufacture date: 2004-09 expiration date: 2006-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12268332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), headache ("other injuries/symptoms: headaches"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss") and migraine ("other injuries/symptoms: migraines") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, menorrhagia, vaginal discharge, headache, fatigue, alopecia, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2005 and (B)(6) 2005, (B)(6) 2005. Plaintiffs received treatment for dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: lot no. Was added. Reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.